Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient's abutment was electively removed under a general anaesthetic on (B)(6) 2018. During the procedure the excess skin around the abutment was excised, replaced with a cover screw and sutured the site closed.

Manufacturer narrative:
Updated data: this report is submitted on january 11, 2019.